Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 days following the implant of this transcatheter bioprosthetic valve, bleeding was noted and a femoral arteriovenous shunt was placed.

Manufacturer narrative:
Updated data: b5. Second paragraph added d4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 days following the implant of this transcatheter bioprosthetic valve, bleeding was noted and a femoral arteriovenous shunt was placed. Additional information was received that the patient's calcified anatomy contributed to the injury. Per the physician, the delivery catheter system did not cause or contribute to the injury; however, the cause was unknown.

Manufacturer narrative:
Review of the additional information received showed there is no information to reasonably suggest the device in this report could have caused or contributed to a death or serious injury or that the device in this report malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A third paragraph was added. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 days following the implant of this transcatheter bioprosthetic valve, bleeding was noted and a femoral arteriovenous shunt was placed. Additional information was received that the patient's calcified anatomy contributed to the injury. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury; however, the cause was unknown. Additional information was received to clarify vascular access for insertion of the dcs was achieved via the direct aortic approach. It is unknown at this time what product, or manufacturer of the product, was inserted at the femoral artery.